Manufacturer narrative:
B3 date of event: aware date was used as event date as actual event date was not known. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro closure device was implanted. The patient was discharged. At the routine three (3) month follow up, a device related thrombus (drt) was noted on imaging. No further information was provided at the time of this report.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: updated from b17 to b18 device was discarded.

Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro closure device was implanted. The patient was discharged. At the routine three (3) month follow up, a device related thrombus (drt) was noted on imaging. No further information was provided at the time of this report. It was further reported that the laac procedure was performed on (B)(6), and a 31mm watchman flx pro closure device was implanted. The patient was discharged on dual anti platelet therapy (dapt) medication for six (6) weeks and then changed to aspirin (asa) only. In june 2025, at the routine three (3) month follow up, a device related thrombus (drt) was noted on transesophageal echocardiography (tee) and computed tomography (CT) imaging. The patient was urgently admitted for a neurology consult. Neurology did not want to start oral anticoagulation (oac) at this time, so the patient was discharged with asa only. In july 2025, during provincial rounds, this patient case was reviewed and neurologist on provincial committee disagreed and said oac for three (3) months was acceptable for this high-risk patient. The patient did not want to be on long term oac as they had previous ich. The implanting physician had a discussion with patient and reviewed risk of not being on oac and risk of embolic stroke. The patient was admitted to the hospital on 16-jul-2025 for cardiac surgery to remove the watchman closure device and thrombus from the laa. The laa was ligated at this time. The patient was reported to be recovering well. It was further reported that the explanted device was disposed of by the site.

Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro closure device was implanted. The patient was discharged. At the routine three (3) month follow up, a device related thrombus (drt) was noted on imaging. No further information was provided at the time of this report. It was further reported that the laac procedure was performed on (B)(6) 2025, and a 31mm watchman flx pro closure device was implanted. The patient was discharged on dual anti platelet therapy (dapt) medication for six (6) weeks and then changed to aspirin (asa) only. In (B)(6) 2025, at the routine three (3) month follow up, a device related thrombus (drt) was noted on transesophageal echocardiography (tee) and computed tomography (CT) imaging. The patient was urgently admitted for a neurology consult. Neurology did not want to start oral anticoagulation (oac) at this time, so the patient was discharged with asa only. In (B)(6) 2025, during provincial rounds, this patient case was reviewed and neurologist on provincial committee disagreed and said oac for three (3) months was acceptable for this high-risk patient. The patient did not want to be on long term oac as they had previous ich. The implanting physician had a discussion with patient and reviewed risk of not being on oac and risk of embolic stroke. The patient was admitted to the hospital on (B)(6) 2025 for cardiac surgery to remove the watchman closure device and thrombus from the laa. The laa was ligated at this time. The patient was reported to be recovering well.

Manufacturer narrative:
B3: event date estimated as 06/01/2025 as the event was reported to have occurred june 2025 b5 describe event or problem: updated with additional information received d4: lot number added d6a: implant date added d6b: explant date added e: initial reporter updated h6: impact code updated from f26 to f08 as patient was admitted to hospital for explant h6: impact code added for device removal surgery